Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-herpetic neuralgia. It was reported therapy stopped due to por. Patient stated seeing por came up when she was charging her ins. It was noted this por was not related to od event. Patient noted began seeing the por message a couple of days ago. It was unknown any recent medical test or emi environmental exposure. Patient mentioned she was not sure if it was related but she set off an alarm at a store ¿the other day¿. It was reviewed steps to clear por with patient programmer (pp), pressed sync key and any arrow on the navigation button, pressed sync to complete reset. During the call, pp initially did not power on, patient replaced the aaa batteries and pp powered on. Patient encountered poor communication and realized she did not have the pp antenna positioned correctly. Patient attempted to sync again and could successfully connect. It was mentioned patient turned therapy on, therapy would resume at last programmer parameters, adjusted if needed and therapy was adequate. Patient confirmed therapy was on and she could feel stimulation. No further complication and no symptoms were reported.